Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues, noise, and oversensing with no pacing inhibition. Subsequently, the rv lead was surgically abandoned, and replaced. In addition, the remainder of the device system is non-boston scientific, which was extracted and replaced with an subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.